Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower extremity deep vein thrombosis. A angiojet zelante was used for thrombectomy procedure. During the procedure, when performing the thrombectomy for about 15 seconds, the physician found that the suction was insufficient. Upon inspection, it was noted that the catheter leaked liquid at position 1. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).